Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, the customer may have added cold insulin to the cartridge and may not have performed the air removal technique properly. The customer¿s blood glucose level was 200 mg/dl. Reportedly, the customer loaded a new cartridge after the call and insulin delivery was resumed.